Event description:
Medtronic received information regarding a pipeline shield that failed to open fully at the distal end. The patient was undergoing a procedure for flow diversion treatment of an unruptured saccular posterior communicating artery aneurysm. The aneurysm max diameter was 5mm and the neck diameter was 2.5mm. The distal landing zone was 3mm and the proximal landing zone was 5mm. Vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. It was reported that the device was prepared per the instructions for use (IFU). Deployment of the pipeline in middle cerebral artery (mca) was attempted, but the opening of the distal tip was poor. The pipeline was resheathed and redeployed 3 times, but there was no change and the distal end still did not open completely. It was noted that the pipeline was not positioned in a bend. No other steps or devices were used to try and open the pipeline. As the deployment of the distal end was incomplete, the positioning of the device was not stable, so the pipeline was resheathed, removed with the microcatheter, and replaced to complete the procedure successfully. There was no harm or injury to the patient.

Manufacturer narrative:
E1. Physician identity information was not reported due to country privacy laws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.